Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a prostar xl device with a 7f sheath after an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the day after the prostar xl closure the patient developed a retroperitoneal hematoma. The patient was taken to surgery and the surgeon noted that the prostar xl sutures had fixed the inguinal ligament to the vessel wall of the common femoral artery. This was the reason for the incomplete closure of the common femoral artery and the bleeding. The patient died as a consequence of the bleeding. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device suture captured the inguinal ligament. Per the instructions for use- warnings: do not use the prostar xl pvs system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however the surgical procedure appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.